Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
It was reported that this patient has a left total lcs ps knee that was done by the surgeon in 2015. The knee is painful and looks loose on x-ray. The femur and tibia were loose at the cement to implant interface and came out with little taps. Unknown cement was used. No cement was stuck to the backside of the components. The patella was well fixed and retained. Doi: 2015. Dor: (B)(6) 2020; left knee.